Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital for ongoing lvad alarms with diffuse abdominal pain and distension. The previous night she was experiencing frequent low flow alarms and was drinking lots of fluids to try to resolve. It was reported that she was also undergoing weekly paracentesis, prior to the hospitalization. A computed tomography (CT) of the abdomen/pelvis were performed and revealed moderate-large amounts of ascites with question of hemorrhagic ascites fluid. At the time of this event the patient was also dialysis dependent for renal failure. The event resolved with no lasting effect on the patient. The device was not returned to the manufacturer and remains implanted. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Hepatic dysfunction (ascites) is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from united states on (B)(6) 2014 that this (B)(6) old female patient presented to the emergency room (ER) with ongoing left ventricular assist device (lvad) alarms and diffuse abdominal pain and distension. She was undergoing weekly paracentesis for ascites. On the evening prior to the event, the patient started having frequent low flow alarms on her lvad and drinking more fluids did not resolve the problem. Computerized tomography (CT) abdomen/pelvis were performed and revealed moderate-large amounts of ascites with question of hemorrhagic ascites fluid. At the time of this event the patient was also dialysis dependent for renal failure. The event resolved with no lasting effect on the patient. The device was not returned to the manufacturer.